Event description:
Philips received a complaint on the device efficia dfm100 indicating that ECG hoses do not capture signal well. Device was in clinical use but no reported user or patient harm. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.